Event description:
Reporter stated that customer received the following results on 3 different meters within 2 minutes: 20.9 mmol/l (mobile system), 8.8 mmol/l (aviva system) and 8.8 mmol/l (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test cassette is no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with (B)(6) for the aviva system and medwatch with (B)(6) for the aviva nano system. Device will not be returned.